Manufacturer narrative:
The received device was forwarded to commercialized product development for evaluation. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. With the information provided, the root cause of the intra-operative cement adhesion complications cannot be definitively determined. (B)(4) has been undertaken to investigate further. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Complaint to part 803-22, depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacturer, or import, the following device(s): manufacturer: cobalt hv bone cement. Event: this was used in conjunction with depuy product in this patient.

Event description:
Intraoperative non-bonding of cement/implant interface. Competitor cement was used. Thirty minute delay was noted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.